Manufacturer narrative:
The device was received with intermittent button response, due to flattened act keypad dome. The insulin pump was also received with minor scratches on the lcd window, a cracked case near display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent called and reported that a button on the insulin pump was not responding, after customer was out walking and it was humid outside. Customer's blood glucose was 221 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.